Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Asku

Event description:
It was reported that when the pacing cables were being processed, it was noted that body fluid had entered the cables "through two narrow channels that the pacing leads attach to." The cables were unable to be adequately cleaned, and were "discarded." No known patient complications were reported as a result of this event.

Event description:
It was reported that when the pacing cables were being processed, it was noted that body fluid had entered the cables "through two narrow channels that the pacing leads attach to." The cables were unable to be adequately cleaned, and were "discarded." It was further reported that the cables "may not be compatible" with the methods of cleaning and sterilization, namely isopropyl alcohol, and ethylene oxide or steam, respectively, utilized by the health care facility, but are "recommended" methods per manufacturer package labeling. No known patient complications were reported as a result of this event.